Manufacturer narrative:
(B)(4). Date sent: 05/17/2021.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date (B)(6) 2021. Please capture product code as: unk_proximate linear stapler tl. Batch # unknown. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported "received notice of claim which states claimant underwent a hemicolectomy for distal transverse colon cancer (adenocarcinoma) during which a side to side, functional end to end anastomosis was created using a gia stapler and a ta stapler was used to close the enterotomy. On the fifth postoperative day, patient underwent repair of pinhole anastomotic leak. Surgeon noted no gross contamination or significant free air upon opening. An internal hernia was also repaired: however very limited information was provided. Claim form states patient received an ileostomy on (B)(6) 2019; however, no records are provided with any details of treatment or findings."